Manufacturer narrative:
The related lead was disconnected and the header was cleaned. After reconnection of the lead, the impedance measurement was in the normal range with a good defibrillation threshold. No further patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, two weeks following implant, this device had recorded a shock impedance measurement greater than 125 ohms. A revision procedure was performed. Upon opening the pocket, a large hematoma was noted with a significant amount of blood in the lead port.